Event description:
During supracervical hysterectomy, the retrieval bag (size 12/15mm) was being used when it malfunctioned. Bag did not deploy in patient's abdomen. New bag used without issue. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.